Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery, which was resolved with an infusion set and reservoir change. Her blood glucose at the time of incident was 596 mg/dl, which she treated via manual insulin injection. Troubleshooting was declined for the no delivery alarm. During the course of the call the customer stated that she was unaware of how to bolus properly. The customer was instructed with how to properly bolus and prime. The reservoir will not be returned for analysis.